Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis ( pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. The patient was hospitalized for the event on the same day as the onset. At the time of this report, the patient outcome was not reported. Dianeal therapies were ongoing. No additional information could be provided because the reporter declined follow-up.

Manufacturer narrative:
The cause of the peritonitis was reported to be due to non-compliance to the sterilization technique (breach in aseptic technique). On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Twenty-six days after the date of peritonitis onset, the patient was recovered and the antibiotic treatment was discontinued. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.